Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, a fabric tear (type iiib endoleak) was detected by CT. The patient's current condition and if re-intervention is planned is unknown. There have been no additional patient sequelae reported.

Event description:
Additional information received confirming that the physician elected to treat the patient by implanting an additional bifurcated afx2, a suprarenal afx, and two (2) infrarenal afx devices on (B)(6) 2019. In addition, clinical assessment confirmed that the following were also present at the time of the reported event: stent cage fracture and dilation of the bifurcated device of 73%, a type iiia endoleak with complete component separation, and high thrombus burden. This report is only for the bifurcated stent graft. Please refer to MFR. Report # 2031527-2019-00060 for report to the proximal extension (vela suprarenal).

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of type iiib endoleak to the bifurcated device with secondary endovascular procedure. The clinical assessment also confirmed the following additional findings: type iiib endoleak of the most proximal extension, stent cage fracture and dilation of both the bifurcated (73%) and most proximal (124%) devices, a type iiia endoleak with complete component separation, and high thrombus burden. This complaint is most likely device-related due to strata material; contributing factors include a 25mm bifurcation with a 34mm proximal extension devices, and multiple aortic extensions (user-related). Procedure-related harms and the final patient status could not be confirmed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Outcomes attributed to adverse event - remove other serious, device code - remove 1354, conclusion code - remove 11.